Event description:
Customer reported visiting the emergency room due to a diabetes-related issue while using the pump and related supplies for insulin therapy on (B)(6) 2025. The lowest blood glucose level recorded during the incident ranged from "low" to 43 mg/dl. Customer experienced no injuries, and the exact cause of the low blood glucose was unknown. Despite the situation, no issues were found with the cartridge, infusion set tubing, or insulin. Customer attempted to resolve the blood glucose problem by consuming carbohydrates. Technical support conducted a pump system check and confirmed the pump was functioning as intended. Tests and treatments were administered in the ER, and the issue was resolved without identifying any permanent damage. Customer was released from the ER 6 hours later on (B)(6) 2025.